Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple occlusion alarms occurred. Additionally, an air bubbles were observed in the infusion set tubing. A system check was performed with tandem technical support and the occlusion alarms were verified. Reportedly, the cartridge was changed to address the issue and insulin delivery was resumed. Customer's blood glucose ranged from 300-392 mg/dl.